Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. Correction: replaced blower.

Event description:
The following was reported to hamilton medical ag: summary: tf 431002 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. Correction: replaced blower. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: tf 431002 due to defective blower.